Manufacturer narrative:
(B)(4). The service engineer installed the current revision software and attempted to duplicate the condition. The ventilator ran on a test lung for five days and the condition did not reoccur. The ventilator passed self testing.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. There was no harm to the patient as a result of the event.